Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had battery out limit alarm. The customer's blood glucose level was 60mg/dl. The customer treated the low with candy. The customer declined to troubleshoot for the lows. The customer states they tried to change the battery but the device would not read the battery at all. The customer states the pump was dropped often in the restroom. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected failed battery test alarm or battery out limit alarm was noted. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. No cracks on the battery tube threads were noted during visual inspection.